Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and boston scientific obtryx transobturator mid-urethral sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and boston scientific obtryx transobturator mid-urethral sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with excision of previously placed mesh due to recurrence of sui, pelvic pain and defective mesh. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent bilateral retrograde pyelograms and cystoscopy on (B)(6) 2013, due to dysuria and hydronephrosis. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/3/2015. Additional information.